Manufacturer narrative:
The reason for this revision surgery was reported as dehiscence of the incision after a fall. The previous surgery and the surgery detailed in this event occurred 1.2 months apart. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at hospital and not made available to djo surgical for examination. A review of the device history record (DHR) shows that the reported component used in the previous surgery, when released for use, met design and manufacturing requirements. There were no non-conforming material report (ncmr) associated with the product that may have contributed to the reported event. The device was verified to have gone through an acceptable sterilization process and was within its expiration date at the time of the previous surgery. Customer complaint history of the reported device showed no present trends or on-going issues that are needing a review. The root cause of this complaint was a revision surgery because patient fell on to her right knee and sustained a dehiscence of the incision which exposed the knee joint implants and torn the extensor mechanism. There were no findings during this evaluation that indicate the reported device was defective. No other information was submitted with the complaint regarding pre-existing conditions of the patient or any activities the patient was involved in that may have contributed to the event. There are multiple factors that may contribute to an event that are outside the control of djo surgical. There are no indications of a product or process issue affecting implant safety or effectiveness. Additional reporting on this event will be provided as a supplemental report to this document if it becomes available.

Event description:
Revision surgery - the patient fell on to her right knee and sustained a dehiscence of the incision which exposed the knee joint implants and torn the extensor mechanism. Representative was informed by surgeon that he was going schedule the patient for irrigation & drainage tibial insert exchange and repair of the extensor mechanism. The tibial insert was removed and a new tibial insert of the same size was implanted. The reason for the revision surgery was not caused by the implant. The tibial insert was exchanged prophylactically to reduce the risk of acute infection.